Event description:
Report received of an overdelivery. The gemstar pump was programmed in the tpn mode to deliver 1780 mls over 12 hours, with an unspecified taper up and unspecified taper down. Reportedly, 10 hours and 57 minutes later, prior to the taper down, the infusion was complete. There were no reported adverse patient effects. The gemstar pump was originally reported under manufacturer report #2921482-2004-00253. The customer subsequently declined to return the device for evaluation, indicating that they determined the gemstar set was the cause of the reported event. Though requested, no additional information was provided.